Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of a helix mechanism issue was confirmed. The lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended and did not retract by itself. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2021-38604. It was reported that the patient presented for an initial procedure. During the implant, the helix of the right ventricular lead was retracting on its own. The physician elected not to use the lead and attempted a second lead but the problem persisted. The physician elected not to use the second lead and attempted a third implant in a secondary location with success. The patient was in stable condition post-procedure.